Event description:
Related manufacturer's report number: 2916596-2021-02159. It was reported that a log file review was requested for the patient. The patient called pager stating that on (B)(6) 2021 she was on batteries and had a low voltage advisory, power disconnect and a low flow that lasted 5 secs. Around 11 pm she called and stated she had a low flow and low speed advisory on wall power. The coordinator advised patient to switch back to batteries. The patient then had a low flow and pump stop. She went to local emergency room and was transferred to the implanting hospital. The coordinators reviewed history and noted several low flows and pump stops. Driveline xray was taken on (B)(6) 2021. The log file captured pump stops on (B)(6) 2021 and (B)(6) 2021. The pump stops occurred on the mobile power unit (mpu) and battery power. This type of behavior has been linked to potential issues with the percutaneous lead. Additionally, unrelated to the potential percutaneous lead issue, the log file captured a no external power event on (B)(6) 2021. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during this event. Noted the patient is at times sleeping on battery power which is not recommended. It was reported that the patient was taken to the operating room on (B)(6) 2021 for heartmate ii to heartmate 3 pump exchange.

Manufacturer narrative:
Section a4: patient weight is estimated. Manufacturer's investigation conclusion: the reported event of no external power alarm confirmed via the log file review. The log file spanned approximately 29 days (10mar2021 to 09apr2021 per the timestamp). No external power activated on (B)(6) 2021 at 22:54 due to diminishing rsoc voltage to ~2.8v while the device was connected to mobile power unit. Backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.